Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was pulled back to position the stent, the stent dislodged as it became stuck inside a previously implanted stent and was not realized until after the inflation of the stent delivery system. Subsequently, a balloon catheter was used to deploy the dislodged stent and another synergy drug-eluting stent was deployed to complete the procedure. No patient complications were reported and the patient's status was stable.